Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink blood administration set leaked. The reporter stated the set leaked from the base of the drip chamber, where the tubing and the chamber met. He tubing was primed with saline. This occurred prior to patient use. No additional information is available.